Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. The proximal outside diameter of the probe tip shall be 0.0910 +0.0000/-0.0005 inches and the actual measurement was 0.09060 inches which was in specification. The largest pin gage that could fit into the molex terminal on the distal end of the probe handle was 0.0935 inches which was larger than the probe tip outside diameter. For further analysis, the probe tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0 ma stimulating current and a 100 v threshold and, while stimulating with a patient simulator, the had no response. The sample tip was replaced with a reference tip and there was a response as expected. Under magnification, there were differences between the sample and reference tips with the sample tip being discolored and did not have as much metal surface area compared to the reference tip. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use on patient during operation, the probe repeatedly failed to detect the signal as there was no return current when tested. The inspection found that the probe tip part and the handpiece were not tightly connected, could not be inserted into the bottom position. Replaced with another probe, it could be used normally. There was no patient impact.